Event description:
It was reported that stent damage post deployment with secondary device interaction occurred. A percutaneous coronary intervention (pci) with a right transradial intervention (tri) approach was performed on a 99% stenosed, moderately tortuous, and severely calcified mid to distal right coronary artery (rca). A 0.014 wire and a microcatheter were advanced, but neither were able to cross the lesion. A rotawire drive extra support was able to cross in bare. To allow for rotablation, a 3.50 x 20mm synergy xd was first placed in the mid rca due to the inability of the microcatheter crossing the distal part of the lesion. It was noted that the stent was well apposed to the vessel wall. Post dilation was not performed. Intravascular ultrasound (ivus) was unable to confirm placement of the stent. Following placement of the stent, a 1.5mm rotapro was selected to perform rotablation. While starting ablation, the distal edge of the synergy xd previously placed was noted to have become entangled in the mid rca. It was clarified that the synergy xd had become entangled on the burr. While pulling the burr, the stent was also pulled, and became stuck in the mid rca. The burr and the stent became stuck in the mid rca while pulling the devices from the patient. The base of the drive shaft was detached, and the device was removed up to the proximal rca. Following an attempt to remove the device again with a 7f guideliner, the device became caught due to a stent noted to have entangled around the middle of the radius and elbow. The drive shaft was detached. It was clarified that to remove the device, the shaft was cut at the root. The sheath was changed from a 6f to an 8f, and the device was removed. Following removal of the device, imaging was performed and revealed that the 4.0 x 15 non boston scientific stent previously placed in the proximal rca could not be confirmed. The synergy xd had not remained implanted, and was removed from the patient, while entangled in the burr. It was noted that there was a possibility that the stent had entangled at the same time when the other entangled stent was removed. It was clarified that the rotapro, synergy xd stent, and the non boston scientific stent were removed from the patient. It was noted that it was suspected that these three devices were within the entangled extraction. The procedure was not completed due to this event as the target treatment could not be completed. No patient complications were reported in relation to this event. It was further reported that the rotawire was placed in the vessel after the 3.50 x 20mm synergy xd was deployed. Vascular dissection was suspected in the rca 1 2, but no treatment was performed. No additional intervention was performed, and the procedure was aborted due to the radiation was over 12 grays. No further patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Device evaluated by MFR: a rotablator burr head with stent material entangled was returned for analysis broken and with the guidewire located within burr head and free to move. Tissue like material also entangled throughout the stent material. The length of the broken burr head and wire was totaling 44 mm. An attempt was made to remove tissue material with a tweezers but not all material could be removed. Analysis of the entangled stent material on the burr could identify two different stent structures corresponding to the synergy xd and to a non boston scientific stent. An attempt was made to separate the stent material from the burr head and 2 separate, damaged but whole stent structures were removed. 2 reference stents (synergy xd and xcience pro) were deployed in the analysis lab and used as reference. The top stent was removed, and it had a strut connector structure which matched the xcience profile (a little loop in its profile). The stent closer to the burr (bottom) had a strut connector structure which matched the synergy xd profile (no loop in its profile). In the removal process the xcience stent was broken by the analyst while it was removed from the burr. No stent delivery system was returned. Media analysis: angiographic media was received and reviewed by the medical safety department. Complex pci complicated by entanglement and avulsion of two stents by the rota advancer/burr. Difficulty withdrawing the system compounded by the mass of stent material and possible rotawire fracture. Despite the challenges, there was no significant coronary vessel damage although the target lesion was not treated. Final angiograms were performed using an angiographic catheter via the right brachial artery. The films confirmed there were no stents in the rca. The proximal vessel had mild haziness but no significant stenosis or vessel damage. There was a dissection (non flow limiting) in the mid vessel. The target lesion was unchanged (untreated) and the atrial collaterals to the distal rca remained intact. There was probably loss of right radial artery patency. The images provided are consistent with the stent damage post deployment with secondary device interaction complaint. Stent damage and device interaction leading to stent displacement and vessel injury are included in the synergy and rota system risk management documentation. Difficulty withdrawing and use of additional interventions to retrieve devices are also included in the risk management documentation.

Manufacturer narrative:
E1: initial reporter address -(B)(6).

Event description:
It was reported that stent damage post deployment with secondary device interaction occurred. A percutaneous coronary intervention (pci) with a right transradial intervention (tri) approach was performed on a 99% stenosed, moderately tortuous, and severely calcified mid to distal right coronary artery (rca). A 0.014 wire and a microcatheter were advanced, but neither were able to cross the lesion. A rotawire drive extra support was able to cross in bare. To allow for rotablation, a 3.50 x 20mm synergy xd was first placed in the mid rca due to the inability of the microcatheter crossing the distal part of the lesion. It was noted that the stent was well apposed to the vessel wall. Post dilation was not performed. Intravascular ultrasound (ivus) was unable to confirm placement of the stent. Following placement of the stent, a 1.5mm rotapro was selected to perform rotablation. While starting ablation, the distal edge of the synergy xd previously placed was noted to have become entangled in the mid rca. It was clarified that the synergy xd had become entangled on the burr. While pulling the burr, the stent was also pulled, and became stuck in the mid rca. The burr and the stent became stuck in the mid rca while pulling the devices from the patient. The base of the drive shaft was detached, and the device was removed up to the proximal rca. Following an attempt to remove the device again with a 7f guideliner, the device became caught due to a stent noted to have entangled around the middle of the radius and elbow. The drive shaft was detached. It was clarified that to remove the device, the shaft was cut at the root. The sheath was changed from a 6f to an 8f, and the device was removed. Following removal of the device, imaging was performed and revealed that the 4.0 x 15 non boston scientific stent previously placed in the proximal rca could not be confirmed. The synergy xd had not remained implanted, and was removed from the patient, while entangled in the burr. It was noted that there was a possibility that the stent had entangled at the same time when the other entangled stent was removed. It was clarified that the rotapro, synergy xd stent, and the non boston scientific stent were removed from the patient. It was noted that it was suspected that these three devices were within the entangled extraction. The procedure was not completed due to this event as the target treatment could not be completed. No patient complications were reported in relation to this event. It was further reported that the rotawire was placed in the vessel after the 3.50 x 20mm synergy xd was deployed. Vascular dissection was suspected in the rca 1 and 2, but no treatment was performed. No additional intervention was performed, and the procedure was aborted due to the radiation was over 12 grays. No further patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that stent damage post deployment with secondary device interaction occurred.a percutaneous coronary intervention (pci) with a right transradial intervention (tri) approach was performed on a 99% stenosed, moderately tortuous, and severely calcified mid to distal right coronary artery (rca). A 0.014 wire and a microcatheter were advanced, but neither were able to cross the lesion. A rotawire drive extra support was able to cross in bare. To allow for rotablation, a 3.50 x 20mm synergy xd was first placed in the mid rca due to the inability of the microcatheter crossing the distal part of the lesion. It was noted that the stent was well apposed to the vessel wall. Post dilation was not performed. Intravascular ultrasound (ivus) was unable to confirm placement of the stent. Following placement of the stent, a 1.5mm rotapro was selected to perform rotablation. While starting ablation, the distal edge of the synergy xd previously placed was noted to have become entangled in the mid rca. It was clarified that the synergy xd had become entangled on the burr. While pulling the burr, the stent was also pulled, and became stuck in the mid rca. The burr and the stent became stuck in the mid rca while pulling the devices from the patient. The base of the drive shaft was detached, and the device was removed up to the proximal rca. Following an attempt to remove the device again with a 7f guideliner, the device became caught due to a stent noted to have entangled around the middle of the radius and elbow. The drive shaft was detached. It was clarified that to remove the device, the shaft was cut at the root. The sheath was changed from a 6f to an 8f, and the device was removed. Following removal of the device, imaging was performed and revealed that the 4.0 x 15 non boston scientific stent previously placed in the proximal rca could not be confirmed. The synergy xd had not remained implanted, and was removed from the patient, while entangled in the burr. It was noted that there was a possibility that the stent had entangled at the same time when the other entangled stent was removed. It was clarified that the rotapro, synergy xd stent, and the non boston scientific stent were removed from the patient. It was noted that it was suspected that these three devices were within the entangled extraction. The procedure was not completed due to this event as the target treatment could not be completed. No patient complications were reported in relation to this event.